Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device produced several occlusion errors, which led to elevated blood glucose results. The patient's mother transported the patient to the hospital based on unknown high blood glucose results. Upon arrival at the hospital, the patient received a blood glucose result of 307 mg/dl. The patient experienced elevated blood glucose symptoms of nausea and vomiting. The patient was diagnosed with diabetic ketoacidosis and was admitted into the intensive care unit. The hospital treated the patient with insulin via perfusor. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The customer's reported result at the hospital was (B)(6) or (B)(6) mg/dl.